Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retain samples were inspected for hub/collar separation and defective locking mechanism. The samples passed testing as the safety shields were able to be activated properly with no signs of damage, device separation, or breakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the cannula of two devices broke off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the cannula of two devices broke off. No adverse impact was reported regarding the patient or user.